Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide (lg) fiber broken caused poor light transmission and damage to charged coupled device (r-unit) event was caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited light guide (lg) fiber broken, poor light transmission and charged coupled device damage (r-unit). There was no patient involvement.